Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a regional equipment specialist (res). To resolve the reported issue, the res replaced the actuator board. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius res identified the burnt connection. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Plant investigation: the manufacturer is pending the return of the complaint sample for physical evaluation. A preliminary investigation of quality records was completed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident is pending the return of the complaint sample and a physical evaluation.

Event description:
A fresenius regional equipment specialist (res) reported that a fresenius 2008t hemodialysis (hd) machine had an actuator board with a burnt connection. The machine was alarming with an acid pump no eos alarm during installation at a user facility. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The burned actuator board was found during troubleshooting and was determined to be the cause of the issue. The res stated that a burning smell was also observed. The res did not observe any smoke, spark, flame, arcing, or any other visible heat or electrical damage. The machine has approximately 1 hour and the actuator board was the original fresenius part on the machine. The res reported that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator board. The res replaced the actuator board, which resolved the issue. The user facility was contacted to confirm that the machine entered service without issue, however, to date a response has not been received. The actuator board is available to be returned to the manufacturer for physical evaluation.